Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The device and electrode were explanted due to infection. The local representative reported that this device could not be interrogated. Ts suggested that a magnet could be positioned over the device to check for battery tones and deactivate shock therapy.

Manufacturer narrative:
(B)(4). Upon receipt, setscrew marks were noted on the proximal connector high voltage cable contact. A surface cut was identified in the terminal molding and bodily fluid was found in the lumen. The electrode was put through a failed a continuity test (open on the proximal high voltage cable). The electrode was put through and passed insulation integrity testing. An x-ray was taken of the proximal high voltage cables and weld areas. X-ray showed a break at the weld of the proximal high voltage cables at the proximal high voltage fitting. Weld material was present on the ends of proximal high voltage cables. The electrode was sent for a CT scan of the weld area on the proximal high voltage ring fitting and proximal high voltage cable ends. The CT scan showed that the cable ends were separated from the ring/weld area. Weld material was seen on the cable ends. The cable ends are pulled back, and no longer in contact with the weld area on the ring.

Event description:
----